Event description:
A 20 mm diameter x 12 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that in addition to the aneurysm there was a pre-existing vascular dissection. The femoral arteries were small and there was tightness making it difficult to deploy the stent graft and during deployment of the stent graft, it moved upwards and covered the renal arteries. During removal of the delivery system, the patient's external iliac artery was evulsed. An exclusion balloon was used to successfully control the bleeding and to pull the stent graft down; however, it was not possible to pull the stent graft down using the balloon. A retroperitoneal exposure of the vessel was performed and first the stent graft was pulled down using a surgical tool to uncover the renal arteries. Then the artery was surgically repaired by sewing a ptfe graft and a fem-fem bypass was also created to restore blood flow to the other side. The outcome of the procedure was good and the patient is reported to be fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (arterial trauma/ dissection/perforation). Conclusion: device failure/lack of effectiveness related to patient condition (tight and small femoral arteries, pre- existing vascular dissection).